Event description:
It was reported that, during a meniscus repair surgery, after t1 of the fast-fix was implanted through the meniscus, t2 deployed simultaneously. The procedure was completed with a s+n back up device. There was a non-significant delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the customer provided image revealed the device is outside of original packaging pictured with a portion of the suture. The anchors are not visible in the image. The image also confirms the reported batch number and product number. No physical damage visible to the imaged device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
The reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation shows the t1, t2, and partial suture were not returned. A partial suture and the insertion device was returned. The variable depth straw is trimmed. A functional evaluation of the device could not be performed due to the device is already deployed. A review of the customer provided image revealed the device is outside of original packaging pictured with a portion of the suture. The anchors are not visible in the image. The image also confirms the reported batch number and product number. No physical damage visible to the imaged device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Health effect - impact code